Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
In a literature study entitled, "changing refractive outcomes with increasing astigmatism at longer-term follow up for infant cataract surgery," there was a report of an infant who was implanted with an intraocular lens (iol) at the age of 12 months. The infant had a changing refractive outcome over the course of 8.5 years with increasing astigmatism and exotropia. This report is for the left eye. There are 13 reports associated with this literature study.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product investigation could not identify a root cause. The complaint file was opened from a literature report. Not enough information was provided in the report for further investigation. (B)(4).